Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to the inspiratory flow sensor (ifs) ribbon cable not being fully connected, which in turn allowed for no communication between the ifs and the transducer communications alarm printed circuit board assembly (pcba).

Event description:
The customer reported that during patient use the ventilator was not cycling. There were no other alarms present. There was no harm to the patient.